Manufacturer narrative:
A sample has not been returned for evaluation, so this issue cannot be confirmed. Argon's non-conforming product database was reviewed, and no similar issues were noted for the associated lot number. Generally for biopince products, optimum retrieval of test specimens using the biopince device can be impacted by damage to the needle sets, damage to cannula tips, as well as patient physiologic factors. For example, if the cutting cannula of the device hits hard/calcified tissue in the body it can damage the tip. Poorly formed or malformed pincers, gaps between the interior wall of the cutting cannula and the pincer, or misalignment of the pincer and the pincer window can result in poor sample retrieval. Corrective and preventative action (CAPA) (B)(4) was initiated to address biopince sampling issues and the CAPA has since been completed. The actions implemented through that CAPA include: rebuilt pre-bending stations on both 16/18 gauges. Added cameras on pre-bending stations. Installed additional inspection station to inspect raw needle sets prior to pre-bending. Upgraded gluing stations with new valves, ss valve brackets, efd tanks, and installed new monitors. Installed new device needle set inspection stations to inspect length, form, position, orientation of pincer as well as cutting tips and sharpness of stylet. Upgraded and rebuilt gap inspection station for quick changeover and additional cameras for inspection of the cutting tips before installing sheath.

Event description:
Patient was scheduled for kidney biopsy under CT guidance in the radiology suite. A guide was placed within few mm of his kidney surface and position verified by scan. The trocar was removed and biopsy needle was inserted into guide. The needle was then "fired" which usually results in a tissue sample; however, no sample was seen after needle removed. This was repeated two times with the same result. The needle tip appears to have been damaged. The patient had a vasovagal episode with dropping blood pressure and heart rate. Atropine was given and his vital signs rapidly returned to normal. The guide was removed and procedure abandoned. He never lost consciousness. Moderate-sized hematoma was seen on a post-procedure CT scan, and he was admitted for observation. He did not require transfusion and was discharged home the next day. He was somewhat emotionally traumatized by the incident and has so far refused to undergo another attempt though he still needs the kidney biopsy for diagnosis.